Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an assisted living center. The caller stated the death certificate was not available yet. The caller stated that the cause of death is still unknown. The caller stated that the customer went to sleep and did not wake up. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer did not have any health issues that may have led to the passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.